Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with dry eye on both eyes (ou) at 2 month post-operative exam. The date of treatment was on (B)(6) 2016 and date of discovery was (B)(6) 2016. The patient experienced a loss of best corrected visual acuity. As of (B)(6) 2016, the patient has started on antibiotic therapy. Bcva from (B)(6) 2015: right eye: pre-op 20/20 -8.25 x -2.00 x 0; left eye: pre-op 20/20 -8.50x -2.25 x 165. Bcva from (B)(6) 2016: right eye: post-op 20/20 -.25 x .00 x 90; left eye: post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2016: right eye: post-op 20/30; left eye: post-op 20/30.